Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle ro 1233200: it was reported that the pump under infuses. (Recently repaired on ro (B)(4) for bubbled dso sensor seal returned 19-apr-2022). No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper seal was missing. During functional testing, the reported problem was not duplicated. The pump is within the specification of plus or minus 3 percent. No problem found. No repairs needed; performed preventative maintenance.